Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the dilator tip splitting could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upon inserting the tip of the dilator it split. As a result, a dilator was used from (B)(4) to complete the procedure. They do not know if this caused a delay in treatment and no patient death or complications reported.